Event description:
The customer reported that while transporting a pt, the unit was dropped and requested service. The company representative performed a routine check of the unit and observed that the unit failed the performance leak tests.